Event description:
It was reported that the user¿s pump stopped automated dosing after the bg run mode reached its 72-hour limit due to the absence of an active dexcom sensor, and the family was advised to transition to backup therapy until a new sensor could be connected. No reported symptoms. Outcomes included temporary interruption of automated insulin delivery with guidance to use backup therapy. Investigation included a review of device behavior and user education regarding operating limits of bg run mode. Investigation of this case revealed expected device behavior when a sensor is unavailable beyond the allowed duration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use conditions consistent with system design constraints.